Event description:
It was reported that two (2) small volume infusors had unknown black dot on/in the tubing line. This was noticed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 2, 2023 - october 4, 2023. H11: the actual device was not available; however, two photographs of samples were provided for evaluation. Visual inspection was performed on the photographs which identified a black speck on the tubing. The location of the black speck could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.